Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 2 months. The device remains in use supporting the patient. No further issues have been reported. A direct correlation between the device and the reported infection not be conclusively determined. The instructions for use lists infection as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the clinic on (B)(6) 2016 with complaints of driveline redness and pain since (B)(6) 2016. The pain and redness were consistent with a skin and soft tissue infection at the driveline site. The patient had significant pain and had recently undergone chemotherapy for desensitization. The patient's white blood cell count (wbc) was 6.4 x 10^9/l and temperature was 36.6 degrees c. The patient was admitted and IV vancomycin was initiated. Blood cultures were negative. A computed tomography (CT) of the abdomen revealed no fluid collection surrounding the lvad driveline. On (B)(6) 2016, the patient was discharged home on oral clindamycin. No further information was provided.